Event description:
It was reported that the field representative was prepping for a routine device change out procedure. It was noted the right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements measuring, greater than 3,000 ohms. The physician suspected the lead was fractured. Subsequently, this lead was surgically abandoned and replaced successfully, and the device was explanted and replaced successfully. No additional adverse patient effects were reported.